Event description:
The hearing aid (h/a) user reported pain in ears and was referred to pt's doctor, who diagnosed an infection. The dispenser sent the aid in to remake the shell with hypo allergenic material.